Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier did not close. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and confirmed to be checked. The incident with the clip applier occurred during the application. The specific issue the surgeon experienced was that the clamping jaws remained static. The hem- o- lok clips were used for this purpose. The incident occurred on the first application of the subject clip applier that day. The issue was resolved by using a replacement device. The patient was not injured.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.045¿ offset at the tips. A clip could be properly loaded on the grips, but the instrument failed the clip test. The grips did not show cracking damage. Components adjacent to the severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.